Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided) and a loss of consciousness. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Bg was addressed via suspending insulin and consumption of carbohydrates. Additionally, emergency medical technicians (emt's) were called to assist customer; however, no additional treatment was given by emt's. The customer was instructed to consult with healthcare provider regarding bg level.